Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer stated that he miscalculated the amount of carbs he was supposed to have entered. The customer treated with glucose tablets. The customer stated that the infusion set failed 8 different times while on a cruise ship vacation. The customer declined to troubleshoot for low readings.